Manufacturer narrative:
No anomalies were found on sol-m 1ml insulin syringe w/fixed needle 27g*1/2(u-100 insulin only)(pe bag) ref 1612712b lot 04004020 archived samples checked. All the values obtained from tests performed comply with the specification, this suggests that archive samples are functioning as intended and are suitable for their intended purpose. Without involved samples, knowledge of the clinical procedure and any useful evidence we cannot perform further investigation. Sol-millennium will continue to monitor this type of issue and if data will increase, further evaluation will be performed. This report was initially submitted on 05/20/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: uncapped syringes when opening the package of 100 syringes, stick by an employee.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "report type (b1) and common device name (d2a)" provided in the initial MDR. The previously reported report type is adverse event and product problem, common device name: sol-m quincke spinal needle 25gx 3.5" was incorrect. The correct report type is product problem only and common device name (d2a) is sol-m 1ml insulin syringe w/fixed needle 27g*1/2.